Manufacturer narrative:
E1: patient city: (B)(6) patient country: denmark.

Event description:
Reference number (B)(4) event occured in denmark. It was reported that the patient faced issue with infusion set event on (B)(6) 2026. The blood glucose level was high and the patient was treated with pump insulin. No further information is available.